Event description:
Caller states that the inform base unit is causing meters to blink. The base shows corrosion and signs that the plastic got hot and melted inside. Also, there are signs of melting on one of the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.